Manufacturer narrative:
Additional information to include facility name: (B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that a saber percutaneous transluminal angioplasty (pta) balloon catheter burst at four atmosphere (4 atm) after another balloon was insert for pre dilation. There was no patient injury. The saber pta balloon was replaced with a new same size competitor's balloon catheter and the procedure was continued. The lesion was the superficial femoral artery with chronic total occlusion (cto).

Manufacturer narrative:
During use, it was reported that a 6x150mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter burst at four atmosphere (4 atm) after another balloon was insert for pre dilation. There was no patient injury. The saber pta balloon was replaced with a new same size competitor's balloon catheter and the procedure was continued. The lesion was the superficial femoral artery with chronic total occlusion (cto). Multiple attempts were made to obtain additional information without success. The device was not returned for analysis. A device history record (DHR) review of lot 17599235 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (cto) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.